Event description:
It was reported that cadd solis vip ambulatory infusion pump is alarming cassette not attached properly. During testing, no patient injury reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error code was found in the ehl (event history log). The customer reported problem was duplicated during the investigation as the downstream occlusion (dso) sensor was stuck at 2500 millivolts. Root cause of the reported event is unknown. The dso sensor will need to be replaced. A nonconforming report (ncr) was created to address the failure mode of the reported event which is ongoing. The reported product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review is not required., corrected data: d4: correction: model number: 2120, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.